Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "status 90" error message when the device was charged. The complainant indicated that there was no patient involvement in the reported malfunction.